Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having difficulty breathing, sinus problems while using this device. And was prescribed with two different inhalers; antibiotics and steroids. The device was returned and the manufacturer could not confirmed customer complaint during device evaluation.

Manufacturer narrative:
The manufacturer reported on this device in MDR 2518422-2021-05548. This report is a duplicate report of MDR 2518422-2021-05548.